Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy procedure, the gear was damaged and the surgeon could not fire the handle. They then used another set of device to resolve the issue. There was no patient injury.

Event description:
According to the reporter, during a thoraco lobectomy procedure, the a inside part of the handle was damaged and the surgeon could not fire the handle. They then used another set of device to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.